Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed the instrument was not running at the time of the event. The ccc specialist was informed that smoke and a burning smell emitted from the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and determined the power supply had a foul odor and was inoperable. The power supply was replaced and the instrument was verified. Siemens reviewed the event and concluded that the service performed by the cse solved the problem. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer informs that smoke emitted from the advia centaur xp instrument. There were no visible flames, but the fire department was called, and they unplugged the power cable from the instrument. There are no known reports of adverse health consequences due to the smoke emitted from the instrument.